Manufacturer narrative:
Corrected data: the health effect - impact code capturing that the device was explanted was not updated in the initial report. Therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section h6: health effect - impact code: 4629 - device revision or replacement. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) was stuck in the plunger, indicating a defect. Despite using viscoelastic when the lens entered the eye it was bent. The iol was noticed to be decentered over time. Through follow-up, we learned that the iol was exchanged for a new one. Patient is doing very well in the post operation results. Injector and boxes are available. No further information was provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581: device dislocation attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.